Event description:
Vital signs/EKG monitor (B)(4) failed to alarm when patient had an arrhythmia. It is unknown if there was an equipment malfunction or if the volume on the audible alarm was not turned up high enough.